Event description:
It was reported that the physician placed the central venous catheter (cvc) and was removing the spring wire guide (swg) when it became stuck. They pulled extremely hard on the swg and were able to eventually remove it. There was a delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine. Add'l info rec'd on (B)(4) 2011 from the sales rep stated the swg did not separate or unravel and was able to be removed intact. The catheter was left in the pt and used successfully.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one swg was returned for eval. The swg was not unraveled. There was a bend approx 8 cm from the distal end of the swg, the distal weld was intact. The proximal weld was not intact. The proximal weld did not cover the entire coil wire, but met process specification when it was manufactured. The external shape of the proximal weld is not related to this complaint issue. Microscopic examination of the proximal weld after it was expanded for viewing showed that the core wire broke adjacent to the weld. The length of the swg and the od of the swg were measured and met specification. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg and catheter were reviewed with no relevant findings. The investigation found no evidence to suggest a mfg related cause. A risk eval was completed for this issue. The report of difficulty removing the swg from the catheter could not be fully evaluated since the catheter was not returned for analysis. The returned swg had the core wire broken adjacent to the proximal weld, but the coils did not unravel. The broken core wire is consistent with the report that force was used to remove the swg. W/o the catheter, the potential cause of difficulty removing the swg could not be determined.